Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Requested but not returned by hospital.

Event description:
Patient underwent a left shoulder revision procedure due to infection. No additional information is known.